Manufacturer narrative:
Product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient on may 8th. It was reported the therapy stopped helping his bladder. The patient noted he wore probably 7 depends a day which he thought was too excessive. The patient tried adjustments. The healthcare professional (hcp) told the patient the battery is drained/depleted. The patient used up the power on the implantable neurostimulator (ins). The patient programmer was showing ¿call your doctor¿ screen, but the patient did not know what code was coming up. The hcp told him he could not give any advice to the patient until me meet with the manufacture representative (rep). The hcp told the patient they tried contacting the rep, but they were not successful. The hcp had been telling the patient the same routine for months. The patient noted therapy stopped helping his bladder and the ins had depleted at least 4 months up to maybe 6 months ago. The patient stated the call your doctor screen about 4 months ago. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the erratic therapy was that they tried to change programs and then it shocked them. They stopped using the ¿meter¿ at that point and called the manufacturer. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was going through too many depends. During the call the, patient confirmed stimulation was on and they were on program 2 at 4.8. During the call, patient felt a little bit of stimulation when they first synced. Patient increased stimulation to 5.9.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was in the care of their healthcare provider regarding the depletion of their ins. The manufacturer representative had not been able to meet with the patient yet, but noted that the patient was scheduled to see the healthcare provider on (B)(6) to discuss their ins. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as an action/intervention to resolve the issue, they discussed the issue with the patient and their wife where it was intended to schedule a replacement of the module. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who needed more assistance with programming. When asked, the patient is getting 50% reduction in symptoms, but they "feel they can do better;" their healthcare provider (hcp) is fine with the patient changing to a new program. During the call, they were changed to program 4, stimulation was set to 5.7v, and they felt it comfortably. Also during the call, they now see low implantable neurostimulator (ins) battery icon; meaning was reviewed. No further patient complications have been reported as a result of this event. Additional information was received on 2017-feb-07 from the healthcare provider (hcp) stating that the cause of the low ins battery icon was that since the ins was placed the patient had multiple changes in settings. On (B)(6)2014 they were on program 1 at 2.2, on (B)(6)2015 they were at 2.5, on (B)(6)2015 they were at 4.5, on 2(B)(6)015 they were at 5.7, and on (B)(6)2015 they were at 5.9. On (B)(6)2016 the program was changed to 2 at 4.0 and later changed to 4.8. The hcp reported that the issue was not a complaint as the patient had made multiple un-documented program changes in the last 3 years. The hcp reported that since implantation they were unable to get the patient to allow time to evaluate change in settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient hadn't used the implant in 3 weeks because the implant was not effective for their symptoms. The patient further added that since the patient had the implant, sometimes the implant was effective and sometimes it was not effective for their symptoms. The patient wanted to turn the implant back on because they were going through an unusual amount of diapers, and they were getting expensive. The patient stated that the stimulation was off, and it was showing that it was set to 8.3. It was reviewed that since the implant was off for 3 weeks the stim setting may have been too strong, and 8.3 was a high level. The patient was walked through the use of the programmer and decreasing stimulation before turning stimulation back on. The patient decreased down to zero, turned it on, and increased to 2.8 where they felt it. The patient increased and stopped increasing at 4.0 where it was comfortable. The patient noted they were on program 2 and they were seeing the programmer battery level was almost empty in the upper left-hand corner. During troubleshooting the patient¿s wife saw a ¿battery low¿ screen and they were unsure if it was showing the programmer or the implant battery was low. The patient stated that the programmer battery low screen came on during troubleshooting, and it was reviewed that this may have been the screen they were seeing the day before as well. The patient was directed to call back if the message was not resolved by battery replacement. No further complications were reported.